Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). However, during insertion, a kink in the catheter was noted to have damaged the cable and aortic monitoring was dysfunctional. The impella cp device continued to support the patient. Two days later, hemolysis was noted when blood draws from a-line, but no hemolysis when blood drawn from v-line. Echocardiogram was completed and showed the impella catheter in too far. The physician decided not to reposition the pump at such time. Two days following, the patient was noted on a very high dose of levophed and vasopressin. Labs are all hemolyzing. Therefore, a new set was initiated. Good flow on the impella placement was observed on echocardiogram. The outcome of the patient as a result of the event is unknown. However, the patient continues impella mcs.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
Additional information received the patient expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B2 revised to reflect the additional information received regarding the patient outcome death. B5 revised to reflect the additional information received regarding the patient outcome death. D6b explant date added. H1 revised to reflect the additional information received regarding the patient outcome death. H6 health effect - impact code 1802 added reflecting patient outcome.

Manufacturer narrative:
The investigation of product damage (cannula kink), positioning issues, and hemolysis has been completed. The root cause of the hemolysis was most likely biomaterial as evidenced by ingestion pattern in the logs. The root cause of the positioning issues and product damage (cannula kink) was not determined as no product was returned for analysis and limited information related to time of failure occurrence was provided.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The data logs confirm placement signal not reliable alarm. At the instant of failure, the signal-to-noise ratio (snr) decreased to zero, contrast decreased. Gain and lamp increased. Clinical mentioned that there might have been a kinked catheter. The 5s parameters were characteristic of a possible fiber break due to a kink. The root cause of the optical signal issue could not be definitively determined as no product was returned for analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-26572. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.